Manufacturer narrative:
(B)(4). The returned product is under investigation to determine root cause(s). The investigation is incomplete. Review of labeling notes the following: "contraindications include but not limited to ... Patients with inadequate bone stock or quality." When new relevant information becomes available, a follow-up report will be filed.

Event description:
On (B)(6) 2011, a corpectomy and vertebral body replacement with xcore vertebral body replacement implant with additional stabilization provided by a traverse plate was performed due to osteoporotic fracture of t11 disc space. Patient reported back pain following surgery. Initial surgery and follow-up radiographs were provided and demonstrated some height reduction of the xcore vbr implant after initial surgery. Osteoporosis was noted as a pre/intra-operative problem, but no other problems were reported during the initial surgery. Surgeon technique issues reportedly did not occur, nor were there any noted instrument contributors. Revision surgery occurred (B)(6) 2011. Revision involved xcore implant replacement; the traverse plate was not replaced. Bone cement was reportedly used as well.